Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed as there were air/water flow issues, and an amalgam of synthetic fibrous deposit and a whitish gelatinous material was found clogging the nozzle. Additional findings include the following: the bending section cover glue was separated, the bending angulation was out of specification, the universal cord was wrinkled, and the lens glue was worn out. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was too much pressure in the air/water channel on the evis exera iii colonovideoscope. No patient harm was reported. The device was returned, and an amalgam of synthetic fibrous deposit and gelatinous material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the air/water nozzle was observed to be a translucent fibrous foreign matter and white gelatinous foreign matter but otherwise could not be identified. A definitive root cause of the issue could not be determined, as no device deformation was observed that could contribute to the retention of foreign material and no additional event or reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. ¿reprocessing manual_ preparing the equipment for reprocessing_ equipment needed¿ ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle¿. Olympus will continue to monitor field performance for this device.